Manufacturer narrative:
The manufacturer previously reported a failure of the system board and blower motor assembly. The system board and blower motor assembly were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor assembly failing was found to be consistent with contamination causing the bearings to seize. The system board was evaluated and found to operate to design specifications.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue.